Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported that the customer had high and low blood glucose levels and stated that the sensor electrode was buckled when removed from the body. It was reported that the customer had low blood glucose levels of 2.7 mmol/l and high blood glucose levels of 18 mmol/l. It was reported that the insulin pump was not reacting and he tried to remove the transmitter and connect it again but it was not reacting. It was reported that the customer ate too much and the blood glucose level was in 18 mmol/l. Troubleshooting was not completed during the call. Product is expected to return for analysis.